Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiences high blood glucose level. Customer¿s blood glucose level was 418 mg/dl. Customer also had blood glucose level was 272 mg/dl. The customer treated with the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The concomitant medical products have been included with this report.